Event description:
Caller alleged discrepant results.

Manufacturer narrative:
Inr data provided by end-user lot. Summary: data provided is not valid in precision comparison. The elapsed time between results exceeded three hours. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the patient. Product deficiency not established. No further action required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.